Manufacturer narrative:
It was reported that when the tech went to open the pack in the operating room she noticed the white seal had a slight opening. When she went to further check she realized that it did not take much force to open the seal. It was as if the adhesive was not strong. Another pack had to be used. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
The seal was not tightly bonded. A corner was slightly opened and to open it didnt take much force.